Event description:
Avanos medical received a single report that referenced ten different incidences, which were associated with separate units, involving ten different events. This is the tenth of ten reports. Refer to 9611594-2025-00283 for the first event. Refer to 9611594-2025-00284 for the second event. Refer to 9611594-2025-00285 for the third event. Refer to 9611594-2025-00286 for the fourth event. Refer to 9611594-2025-00287 for the fifth event. Refer to 9611594-2025-00288 for the sixth event. Refer to 9611594-2025-00289 for the seventh event. Refer to 9611594-2025-00290 for the eighth event. Refer to 9611594-2025-00291 for the ninth event. It was reported there was "leakage at the y-port with 'visible' holes and distal end rupture with clogging." The facility policy was to use a 20ml syringe to try and unclog and then move to chemical means. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. All information reasonably known as of 20-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.